Manufacturer narrative:
(B)(4). The exact date of birth of the patient was unknown, however, it was reported the patient was in their 60s. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by cloudy effluent and the patient visited the hospital. On the same day, the patient was diagnosed with peritonitis but did not require hospitalization. The patient was treated with an unspecified antibiotic drug for treatment of the peritonitis event at home. The peritonitis was due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure. The patient was not recovered. No additional information is available.